Manufacturer narrative:
Per the clinic, the patient experienced a few infection around the magnet site and a small dehiscence of skin over the silicone edge around the magnet. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on october 13, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site, and was treated with oral antibiotics (date and duration not reported). The implanted device remains.